Manufacturer narrative:
Steris made multiple follow up attempts to obtain the serial number for the table subject of the reported event to have the table inspected for proper use and operation. The user facility refuses to disclose the serial number of the table subject of the reported event and information regarding the reported injury. A review of service activity and history of surgical tables at the user facility does not indicate which surgical table may have been involved. There is no service activity that aligns with the reported event. As steris is unable to confirm the serial number of the surgical table with facility personnel, we are unable to determine the cause of the reported event as the surgical table cannot be inspected for proper use and operation. A follow-up report will be submitted should additional information become available.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that an employee sustained an injury while operating the 4085 surgical table.